Manufacturer narrative:
Product event summary: (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "suction" was not confirmed via review of the controller log files since log files revealed parameters to be within normal operation and no alarms logged leading up to (B)(6) 2017. Failure analysis of the returned device revealed that the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus. There is no evidence of a malfunction that may have prevented the pump from performing as intended. Based on risk documentation, the possible root causes of the reported event of suction may be attributed to multiple factors including but not limited to incorrect placement of the pump during implant, obstruction of the inflow cannula, inappropriate setting of the pump rotational speed, and a kink in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent a cardiac transplant for pump malposition.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was found to be hypotensive during routine clinic visit on (B)(6) 2017. The patient had been on midodrine but the medical team was informed that the patient had stopped the medication on his own. He also was experiencing symptomatic suction events which were witnessed in clinic. Labs were within normal limits (wnl). Of note, this patient has had several admissions for questionable syncope/dizziness (previously reported). The patient was subsequently admitted for further work-up and evaluation. The speed was decreased from 2740 to 2600 rpms while in clinic. Upon admission, a ramp study was conducted which showed "a sequence of suction events with position changes, but no definitive outflow graft obstruction. Suction events are likely related to pump malposition." The patient's lasix was decreased and spironolactone was added to regimen. The patient's united network for organ sharing (unos) status was upgraded to 1a and he was discharged home on (B)(6) 2017. To date, the patient has been doing well with no further complaints of dizziness. He is scheduled to follow-up in the ventricular assist device (vad) clinic next week. No further information has been provided.